Manufacturer narrative:
Product event summary: the flexcath sheath 4fc12 with lot number 54489, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at 2.2835 inches from the tip. Functional testing showed the deflection mechanism was working fine and the pull wire was not broken. In conclusion, the reported issue was confirmed through testing. The sheath failed the inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath kinked while accessing the patient's right pulmonary vein (pv). The sheath was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.